Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract with intraocular lens implant procedure it was noted that the tubes of the cassette were pressed together/bent. The procedure was completed without any delay or pt impact. Additional information has been requested. This is the second of two reports being filed for this facility.